Event description:
During upper endoscopy/gastric fundoplication, esophyx2 device had a failure to release fasteners. The device was removed and replaced with a new device without further incident. No untoward effect to pt.